Event description:
On (B)(6) 2013 the reporter contacted animas stating that the patient was no longer using the insulin pump due to ¿radical sugars a couple of years ago.¿ there were no blood glucose levels, signs, or symptoms indicated, and therefore, does not meet the animas criteria of an adverse event. There was no indication that the product caused or contributed to an adverse event. There was no additional information available for this complaint. Multiple attempts to contact the reporter were made. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.